Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that on (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few years post implant of ventralex mesh, patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. This supplemental emdr represents bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that on (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was noted with incarcerated and strangulated omentum, there was also a knuckle of small bowel that was obstructed. A piece of small bowel was dumped into the abdominal cavity for mobilization and ventralex mesh (device #1) was placed as an inlay underneath the fascia and stapled. (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, "a small defect was noted in umbilicus. The hernia sac overlying this was excised and loop of small bowel was freed from surrounding this area. As there was no previous mesh in that location, another small ventralex mesh (device #2) was placed." (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of ventralight st mesh using echo ps (device #3). Per operative notes, "multiple adhesions of small bowel were taken down from the mesh. Mesh was very adherent therefore the mesh (device #1) was cut in half and brought out of it. The knuckle of small bowel within the hernia was carefully reduced, placed a ventralight st mesh using echo ps (device #3) and tacked." Attorney alleged that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.